Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/2.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting with rotation. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. On (B)(6) 2024 the lens was then exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as the device and noted "icl was too short despite staar sizing recommendation".